Event description:
Information was received indicating that a smiths cadd® extension set caused leakage. It was reported that the default is due to the filter. The extension set was replaced to resume therapy. There was no reported injury to the patient.